Event description:
Complainant alleged that while attempting to treat a pt, after one successful shock was delivered to the pt. The device displayed a "short circuit detected" message. A second shock was subsequently delivered to the pt. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.